Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator's printed circuit board was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the technician's statement, during routine inspection of the device, the safety valve test failed during pre-use check. When the inspiratory pipe was removed, it was noticed that a lot of liquid was coming out of it. The customer was advised to use a filter at the inspiratory pipe inlet, however it was confirmed that the filter was used, but it became saturated, which cause spillage of the liquid into the inspiratory pipe. The whole device was checked and the liquid did not reach to the gas modules, however signs of the liquid spillage were found on safety valve pull magnet and pneumatic back-plane printed circuit board (pcb). The quotation for replacement of the contaminated parts was not accepted by the customer. Pneumatic back-plane pcb is an interconnecting board including connectors for cables to the gas modules as well as to the safety valve and to the o2 sensor/cell and the temperature sensor, which are located in the inspiratory section. The safety valve including pull magnet is located in the inspiratory pipe. The movable axis of the pull magnet closes or opens the safety valve membrane. The pull magnet is controlled by expiratory channel board. The safety valve opening pressure is calibrated to 117 ±3 cmh2o during each pre-use check. The safety valve pull magnet enables the inspiratory gas to be released from the inspiratory pipe via the emergency air intake resulting in decreased inspiratory pressure. Unfortunately, the device's logs have not been provided. Our conclusion is that the cause of this issue has been established as accidental damage and was related with filter.

Event description:
Manufacturer's ref. #: (B)(4).